Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm. Customer's blood glucose level at the time of the call was unknown. Customer's blood glucose level at the time of the incident was unknown. Customer was not able to troubleshoot at the time of the call. Customer was reporting a past event that was resolved by an infusion set change. The product is expected to be returned.